Event description:
It was reported that the customer received lost sensor and calibration error alarms. Her blood glucose level was 207 mg/dl. The customer also had issues with her sensor and blood glucose level readings. Her sensor glucose reading was 40 mg/dl but her blood glucose level was 137 mg/dl. The insulin pump suspended while she was teaching and her blood glucose level went up to 300 mg/dl. The customer stopped wearing the sensor. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.